Manufacturer narrative:
The pump passed all functional testing, including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. Pump received with cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the lcd window, a missing reservoir tube o-ring, a cracked belt clip slot, a cracked case on the reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the top ridge of the pump had come off and their blood glucose levels had been high. The customer's blood glucose level at the time of incident was unknown. The customer's levels had been as high as 505mg/dl. The customer attributes the highs to having forgotten to bolus. The customer was advised the pump would be replaced and returned for analysis. The customer declined to troubleshoot for the highs.